Event description:
It was reported the patient had a loss of therapeutic effect. The patient had some nights of retention at 1.6 v. Decreasing to 1.5 v resulted in the patient going to the bathroom all night long. Increasing to 1.7 v did not resolve the issue. The patient got up to use the bathroom three times in three hours. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0pkjm, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient received assistance from their healthcare provider and manufacturer representative over the phone. Their concerns were resolved.